Event description:
Retained pre-close device in right cfa requiring surgical removal and repair. The right femoral artery was accessed, and a 7-french sheath was introduced in the femoral artery. We then used the "preclose" technique and positioned an undeployed perclose sutures in that common femoral artery at the 10 o'clock position, however that device could not be removed. We tried multiple maneuvers including ballooning around the perclose needle, but the perclose device would not budge. We called for vascular surgery to remove the device with a cutdown approach. The perclose device metal portion was identified to be loose and stuck within the scar tissue which was then removed. The plastic portion of the perclose device was still intraluminal. The fogarty catheter was then used to hold the plastic piece with the balloon and gentle traction back towards the arteriotomy revealed the plastic portion was removed in its entirety. Pulsatile flow was present. Bovine pericardial was brought onto the surgical field. The patch was then fashioned to the arteriotomy. A 6-0 prolene suture was used to start at both apices and meeting in the middle on each side closing the arteriotomy. FDA safety report ID # (B)(4).